Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2016. It is unknown whether reimplantation will take place, as of the date of this report, may 26, 2016.

Manufacturer narrative:
This report is filed on (B)(6) 2016. Implanted device remains.

Event description:
Per the clinic, the patient developed an infection at implant site, subsequently was treated with IV antibiotics (date not reported); however the issue did not resolve; resulting in extrusion of the receiver stimulator. Explant and re-implantation is planned but has not taken place at the time of this report (B)(6) 2016.